Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified obtuse marginal branch of the circumflex artery. A 2.75 x 16mm synergy¿ drug-eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion and the stent struts were noted to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.